Event description:
It was reported that the pt underwent system removal. It was reported that part of the system was left in the pt. It was uncertain which part of the system remained in the pt. Add'l info has been requested from the hcp, but was not available as of the date of this report.